Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this pacemaker exhibited disabled radio frequency (rf) telemetry communication and the health care professional (hcp) inquired whether telemetry could be re-enabled. Technical services (ts) reviewed the available device data and determined this was a true positive remote monitoring disabled (rmd) event associated with high battery impedance. Engineering analysis confirmed the voltage alert was related to high battery impedance and recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported. This product has been returned for analysis.

Event description:
It was reported that this pacemaker exhibited disabled radio frequency (rf) telemetry communication and the health care professional (hcp) inquired whether telemetry could be re-enabled. Technical services (ts) reviewed the available device data and determined this was a true positive remote monitoring disabled (rmd) event associated with high battery impedance. Engineering analysis confirmed the voltage alert was related to high battery impedance and recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service.